Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted:(B)(6) 2011.

Event description:
It was reported that bipolar impedance has been rising on the right ventricular (rv) for approximately two years. Variable rv thresholds were also noted. Unipolar impedances were reported as lower than bipolar however the patient was noted as symptomatic with rv unipolar pacing. A lead replacement has been scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.